Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, explanted iol with unspecified reason. Additional information has been requested and received stating that patient's vision was not clear. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure. Clinical reason was haptic broken and lens not in correct position.